Manufacturer narrative:
The device was returned with heat damage which could have resulted from resterilization of this single use device. It is not possible to determine whether that occurred before or after the difficulty was experienced. However, the device was functionally evaluated and found to function in accordance with the standard.

Event description:
The product was used during a lar procedure. Reportedly, the staple line was incomplete. The surgeon resected the incomplete staple line and applied another device to complete the procedure.